Event description:
On (B) (6) 2007, the pt was implanted with two trial leads in the cervical area. It was reported that during the procedure, the physician disconnected and reconnected the lead and trial cable before he could turn the trial stimulator off, and the pt reported feeling overstimulation. The trial procedure was completed and the pt was sent home. The following day, the pt reported feeling tingling in her feet. She reported feeling the same way the next day at which point the physician removed and discarded the trial leads. It was reported that then the pt's symptoms worsened and she exhibited "stroke-like" symptoms on one side of her body. The physician indicated that he had no reason to think the implanted scs system caused the pt's stroke-like symptoms. Follow up with the pt 8 months later, found that she has not been reimplanted with another neurostimulation system and her condition has not changed.

Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.